Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found.

Event description:
It was reported that while undergoing a lithotripsy procedure it was noted that the patient had a heart rate of 110 beats per minute, then went into ventricular fibrillation and had to be "rescued". The decision was made to upgrade this patient to an implantable cardiodefibrillator. No further patient complications have been reported as a result of this event.